Manufacturer narrative:
The device was received for evaluation. During functional testing, the report of "soft keys not working" was reproduced as the second soft key was not working. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a keypad issue. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump's soft keys were not working during programming/setup. There was no patient involvement. No additional information is available.